Event description:
It was reported that during a thoracoscopic pneumonectomy, the device with a slr was fired properly at the 2nd firing, but the jaws did not open when a nurse loaded a cartridge into the jaw at the 3rd firing. The knife reverse switch was used but the jaws did not open. The device was used on the lung. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, v95997, and no non-conformances were identified. Manufacturing date: 07/01/2021, expiration date 05/31/2024.